Event description:
It was reported that during the patients ipg replacement surgery the physician noticed the patients lead was fractured. The patients lead was also explanted and replaced during the ipg replacement surgery. Related manufacturing report: 3006705815-2023-06271.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.